Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory support. In this case, the stent damage and dislodgement, appears to be related to an interaction with a previously placed stent. It should be noted that in the instructions for use, it states that when treating multiple lesions, the distal lesion should be initially stented.

Event description:
Reporting status: serious injury/surgical intervention; reporting rationale: dislodged stent requiring surgical intervention; device issue: dislodged stent. It was reported that the mini vision stent delivery system (sds) was advanced through a freshly implanted stent; however, it could not cross the distal lesion. During removal the stent became caught on the implanted stent and dislodged into the coronary. Flared stent struts were noted on fluoro. The patient was sent to surgery for removal of the mini vision stent. Reportedly, the patient is doing fine. No add'l event or patient info is available.